Manufacturer narrative:
Visual and scanning electron microscopy (sem) inspection/analysis was performed on the returned device. The reported balloon rupture and separation were confirmed. The reported difficulty advancing and removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the balloon dilatation catheter was overinflated to 16 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. The investigation determined the reported balloon rupture appears to be related to user error/operational context; however, the reported separation, difficulty advancing and removing the device appear to be related to operational context. Based on the information reviewed, there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. H6: device code 2524 removed.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a percutaneous coronary intervention was performed within the right coronary artery (rca), heavily calcified lesion. A trek dilatation catheter advanced with unusual resistance felt due to anatomy. Inflation was performed to 16 atmospheres when the balloon ruptured. During trek removal, unusual resistance was felt with anatomy and the shaft separated into two pieces. All was removed as a single unit and nothing from the device was left in the anatomy. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.